Event description:
The customer reports that the file tips are breaking upon inserting into the canal as well as when putting the rubber stop on the file. This is a new file right from the box. The files break in the tooth canal and the patient was sent to an endodontic.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.